Manufacturer narrative:
Batch review performed on 18 september 2018. Lot 180431: (B)(4) items manufactured and released on 25 may 2018. Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the poly would not seat. The surgeon used a secondary insert to complete the case. There was a 3 minute delay in the case.

Manufacturer narrative:
Visual inspection performed by r&d product manager on september 28, 2018 the posterior "snapping" features of the insert have been plastically deformed and damaged in the medial side. It presents a sort of incision with the negative shape of the clipping "tooth" of the baseplate. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related.